Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment : this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("device removal ,pain") and pelvic infection ("infection (other) (pelvic)") in an adult female patient who had essure (batch no. B02288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, bipolar I disorder, crohn's disease, post-traumatic stress disorder and personality disorder. Concurrent conditions included diabetes. Concomitant products included normensal (ovcon-35) for dysmenorrhea as well as bupropion (wellbutrin), buspirone, montelukast (singulair), omeprazole and salbutamol sulfate (proair hfa). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dizziness ("dizziness"), endometriosis ("endometriosis") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, complication associated with device, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, fatigue, dizziness, endometriosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, complication associated with device, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: patient demographic, historical conditions, historical drug, concomitant medications, date of insertion (B)(6) 2014, date of removal (B)(6) 2016, essure lot number b02288 and events {abnormal bleeding (vaginal, menorrhagia), infection (other) (pelvic), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, other injuries or complication (s) (bloating, dizziness endometriosis.} were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ("device removal ,pain") and pelvic infection ("infection (other) (pelvic)") in a 25-year-old female patient who had essure (batch no. B02288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, anxiety, bipolar I disorder, crohn's disease, post-traumatic stress disorder, personality disorder, vomiting on (B)(6) 2014, bloating on (B)(6) 2014, right lower quadrant pain on (B)(6) 2014, cyst on (B)(6) 2014, bacterial vaginosis, vaginitis chlamydial, trichomoniasis, yeast vaginitis and uti. Concurrent conditions included diabetes, left lower quadrant pain since (B)(6) 2015, pelvic pain since (B)(6) 2015, pain since (B)(6) 2015, ovarian cyst since (B)(6) 2015, sexually transmitted infection since (B)(6) 2015, tubal ligation since (B)(6) 2015, vaginal discharge since (B)(6) 2015, vaginal irritation since (B)(6) 2015, weight gain since (B)(6) 2015, breast pain since (B)(6) 2015, amenorrhea since (B)(6) 2015, menses irregular since (B)(6) 2015, constipation since (B)(6) 2015, diarrhea since 20-jul-2015, abdominal cramps since (B)(6) 2015, endometriosis since (B)(6) 2015, breast discharge since (B)(6) 2015, chest discomfort since (B)(6) 2015, dyspnoea since (B)(6) 2015, bipolar depression since (B)(6) 2015, endometriosis since (B)(6) 2015, adenomyosis since (B)(6) 2016, head injury since (B)(6) 2016, blurred vision since (B)(6) 2016, slurred speech since (B)(6) 2016, pap smear abnormal since (B)(6) 2015, vaginal itching and chest pain. Concomitant products included normensal (ovcon-35) for dysmenorrhea as well as bupropion (wellbutrin), buspirone, carvedilol (coreg) since 2017, ferrous sulfate, montelukast (singulair), omeprazole and salbutamol sulfate (proair hfa). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 27 days after insertion of essure, the patient experienced pelvic infection (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dizziness ("dizziness"), endometriosis ("endometriosis"), abdominal distension ("bloating") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications") and vaginal discharge ("vaginal discharge"). The patient was treated with povidone-iodine (betadine) and surgery (hysterectomy with bilateral salpingo-"oophorectomy"). Essure was removed on (B)(6) 2016. At the time of the report, the procedural pain, pelvic infection, pelvic pain, complication associated with device, menorrhagia, vaginal haemorrhage, nausea, dyspareunia, fatigue, dizziness, endometriosis, abdominal distension and abdominal pain lower outcome was unknown and the dysmenorrhoea and vaginal discharge had not resolved. The reporter considered abdominal distension, abdominal pain lower, complication associated with device, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, nausea, pelvic infection, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion transabdominal and transvaginal pelvic ultrasound indication: left lower quadrant pain: history of essure procedure. "Concerning" the injuries reported in this case the following one/ones were described in patients medical record confirming events : dizziness , fatigue , nausea, dyspareunia, menorrhagia, endometriosis, dysmenorrhea " most recent follow-up information incorporated above includes: on 21-may-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal discharge, pelvic pain and lower abdominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.